Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the cartridge had leaked insulin while filling it. No adverse event was reported. The cartridge was requested to be returned for product evaluation.